Manufacturer narrative:
(B)(4). D10: cat #: 00787101360 / cem rev/calcar st sz 13x170mm / lot #: unknown. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a repeat of their stage one revision due to the development of another infection and a loose stem. The cup, stem, liner and head were removed and replaced. The cup and liner were competitor products. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, associated reports: 0001822565-2024-02274. This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the provided pictures identified the explanted stem and head, covered in bio-debris. No further evaluation can be made. The complaint cannot be confirmed. Device history record (DHR) review was unable to performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to off-label use. The product was implanted with an existing infection, however the current instructions for use for the ¿versys hip system cemented revision/calcar (crc)¿ indicates ¿osteomyelitis in the upper femur, pyogenic infection of the hip joint, or overt infection are contraindications.¿ additionally, it was noted the stem was purposely implanted loose as a spacer. As per the IFU, ¿improper selection, placement, positioning, and fixation of the implant components may result in unusual stress conditions and subsequent reduction in the service life of the prosthetic implants.¿ furthermore, the devices were implanted with a competitor cup and liner. Per the IFU, ¿zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. Only authorized combinations should be used.¿ it is unknown if this combination of devices caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.